Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a patient representative that "earlier this summer we kept hearing beeping. It was the cardiac resynchronization therapy defibrillator (crt-d). We went to the clinic and they checked the device and said there was one year left of the battery. They also did a chest xray and everything was good. Shortly after that the device was burning the patient's chest, that has gone away; now today we have a long beep." It was confirmed that the tone they were hearing was a steady tone and the patient/patient representative was educated on magnet tone. It was also reported that the patient did have a magnet near the chest. The patient was referred to the heart clinic/physician. The crt-d remains in use. No further patient complications have been reported as a result of this event.